Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control software is not delivering an auto-correction bolus. Customer's reportedly experienced an elevated blood glucose level (value not provided). Tandem technical support made multiple follow up attempts, however, no response received.